Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the sddrive screwdriver shaft t8 105mm (p/n: 314.467, lot #: h585148) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped and slightly twisted. The observed issues are consistent as the end of life indicators for the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number:314.467, synthes lot number: h585148, supplier lot number: n/a, release to warehouse date: 04sep2018, expiration date: n/a, manufactured by synthes monument, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. A manufacturing record evaluation could not be performed as lot number could not be determined from the image. Customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition is confirmed as the picture showed the driver tip is stripped/twisted preventing it from functioning as intended. As the instrument(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the screwdriver shaft was damaged. There was no patient involvement. This report is for (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).